Event description:
The customer reported that there was no kv/ma signal on the display. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep replaced the b500 board. The system operates as intended.